Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the iesu to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis. The iesu failure could not be reproduced. The unit energized and cauterized, and all ports recognized instruments. The complaint was not confirmed based on the failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported the neutral pad was not registering. Prior to calling, the customer had power cycled the erbe integrated electro surgical unit (iesu) and tried 3 different pads on different locations of the patient as well as on themselves and wiggled the ground pad cable at erbe and was not able to get the ground pad indicator to turn green. No related errors in logs. The customer was not able to locate a force triad generator. The surgeon proceeded with case. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it initially did power on without errors. The customer used a third-party generator to complete the procedure.